Manufacturer narrative:
UDI: (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 16972916, description: next generation anchor kit sterile.

Event description:
A report was received that the patient was requesting to have her device explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure for unknown reason.

Event description:
A report was received that the patient was requesting to have her device explanted for an unknown reason.

Manufacturer narrative:
Correction to initial MDR: the initial MDR was sent in error, this is not a reportable event.

Event description:
A report was received that the patient was requesting to have her device explanted for an unknown reason.

Manufacturer narrative:
Additional information was received that no further information will be provided to bsn representative.

Event description:
A report was received that the patient was requesting to have her device explanted for an unknown reason.